Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was isolated to the electrode belt's j7 component was broken on the ECG ¿d¿ dome. The root cause for damaged component could not be positively identified. There was no adverse event that resulted from the damaged belt.